Event description:
It was reported the impedance trend showed a sudden pacing impedance increase, from 400 to 1200 ohms. Oversensing with suspected and lead fracture was also reported. The lead was capped and partially explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed. Other: it was reported the impedance trend showed a sudden pacing impedance increase, from 400 to 1200 ohms. Oversensing with suspected and lead fracture was also reported. The lead was capped and partially explanted. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn; impedance, high, lead(s), fracture of, oversensing.